Manufacturer narrative:
Unit had intermittent buttons response due to flattened (creased) bolus express, esc and act buttons dome switch. No unlocked lcd keypad connector noted. However, unit received with all operating currents within specification and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit was unable to download unit to carelink pro due to several displayable history crc check failed alarms at the alarm history file. The displayable history crc check failed alarms were due to a corrupted history file. Unit had minor scratched lcd window, cracked reservoir tube lip, broken belt clip slot, stained address/serial number label and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mom was reported via phone call that, the customer had low blood glucose of 40 mg/dl. Customer wanted to upload to care link to confirm delivery customer is able to upload to care link. Customer's mom has been stating that he does not know how to override the bolus and give more or how to give a manual bolus and he continues to get delivered causing him to have lows and customer stated that, his buttons are also difficult mom decided to go with the 751 pump and customer has been off pump therapy. Customer advised to replace the insulin pump and refer to back up plan. The device will be returned for analysis.